Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter flush port was dripping and then the flush port broke. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. It was noticed that the flush port was dripping when moving to the second ablation location. The catheter was rotated and then the flush port broke. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.